Event description:
Patient undergoing a right ureteroscopy, laser lithotripsy, and basket stone extraction. Per the medical record, a 200 micron fiber was used to systematically fragment a right renal stone. Reportedly, during the procedure the laser fiber had either significant burn-back or had broken off. Reportedly, after examination of the renal pelvis and calices, the fiber tip could not be identified. No patient harm reported.